Event description:
Boston scientific crm received information that the latitude system detected a red alert from this implantable cardioverter defibrillator (ICD) due to high right ventricular (rv) pacing impedances. The patient was brought in to their clinic for evaluation. It was noted that the high rv impedances of greater than 2000 ohms could be reproduced with isometrics, and during that time, loss of rv capture was also noted. Technical services (ts) discussed a possible connection issue, as well as troubleshooting options. To date, there have been no reported adverse patient effects related to this clinical observation.

Event description:
Additional information was provided that a revision procedure was performed. It was noted that when the physician manipulated the patients pocket, impedances were intermittently out of range and there was a small amount of noise noted on the rv rate/sense channel during this. Then the device was removed from the pocket and lead connections were checked. Prior to loosening the setscrews, the lead was noted to have been secure and the terminal pin was visualized to be fully in the header. The lead was disconnected and tested on the pacing system analyzer (psa) which resulted in normal lead measurements. The lead was reconnected to the device and impedances were normal. Ts discussed that it appeared to be a connection issue, but that they can not rule out a lead issue or header issue. It was noted that the physician put a little force on the device header to make sure it was intact and the header came off. The device was replaced and will be returned. It was confirmed that this device had been implanted subcutaneously. To date, there have been no reported adverse patient effects related to this clinical observation.

Event description:
The device was later returned for analysis.

Manufacturer narrative:
This product is currently undergoing detailed analysis. This event will be updated upon completion of analysis.

Event description:
Additional information was provided that the patient had an x-ray, and there were no abnormalities noted on the x-ray. It was also noted that there was no noise present on the lead and the patient was not pacemaker dependant. The physician had elected to continue monitoring the patient and there were no reported adverse patient effects related to this clinical observation.

Manufacturer narrative:
All available information indicates that this product remains in service. If additional information becomes available the event will be updated.

Manufacturer narrative:
At this time this product has not been returned to boston scientific for analysis. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header noted the header rocked slightly and the seal around the header was partially broken. There was no body fluid noted under the header. All setscrews moved freely and there were no obstructions in any of the ports. The lead seal marks indicated the leads were fully inserted in the header. The rv ring leaf spring did not pass the pin gage testing. All other pin gage tests passed. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed. It was concluded that the slightly loosened header would not have contributed to the device functionality or diagnostics. The rv ring leaf spring condition could have contributed to the observations in the field of noise, and high pacing impedance measurements.